Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently connected the patient while still in prime. The patient was disconnected and rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently connected the patient while still in prime. The user's guide provides adequate instructions for completing prime and connecting the patient for treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.